Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: 1.carto 3 system: model #:m-4800-01, serial (B)(4). 2.stockert 70 system: model #: m-5463-01, serial #: (B)(4). 3.cool flow pump: model #:m-5491-02, serial (B)(4). 4. C3 atrial 20 pole ¿ deflectable catheter: model #:d-1171-34-s, lot #:16077819l. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an atrial flutter right (r-afl) procedure with an ez steer thermocool sf navigational catheter, suffered a cardiac tamponade, which required a pericardiocentesis. The patient¿s medical history is unknown. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed and approximately 250 ml of fluid was removed. There is no further information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, underwent an atrial flutter right (r-afl) procedure with an ez steer thermocool sf navigational catheter, suffered a cardiac tamponade, which required a pericardiocentesis. The patient¿s medical history is unknown. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed and approximately 250 ml of fluid was removed. There is no further information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Additional clarification was requested on the event. However, no additional information has been provided. Per 21 cfr, part 803, this complaint is reportable.